Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an 8.5 cm abdominal aortic aneurysm using gore excluder aaa endoprosthesis. The turn-ipsilateral leg component featuring c3 deployment system was inserted through the right common iliac artery, positioned properly and the first ste of the deployment was performed. The contralateral leg gate was then successfully cannulated. The trunk-ipsilateral leg component constraining mechanism was then removed, and the component was fully deployed. A contralateral leg component (B)(4) was selected for the left contralateral side and an 18fr gore dryseal sheath was used. On insertion of the device through the sheath, resistance was noted. The physician also noted that the sheath did not reach the contralateral leg gate. The physician withdrew the device out of the sheath and the patient. The sheath was then advanced further until it reached the contralateral leg gate. The device was then reinserted into the sheath, where resistance was again felt. The physician had a registrar hold the sheath during the device insertion and when it had been fully inserted with much resistance, the sheath was accidently puled back and the deployment line broke. The device deployed approximately 1cm below the gate. As the guidewire was still in situ, a contralateral leg component ((B)(4)) was used as a bridge. The contralateral leg component deployed successfully and the procedure continued with deployment of an ipsilateral limb and extension down the right iliac artery. Ballooning of the bridging piece was given extra attention, and on final 20 second contrast run no endoleaks were noted. The patient is doing well and the physicians were happy with the results.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-leased specifications.